Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent pressure testing and not leak was observed. Pull testing and clamp functioning testing were also performed and the set performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unknown date during the last two weeks. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system - non-dehp solution sets would not flow. Additionally, the tubing was "flattening inside the pump channel, resulting in the infusion stopping". The events occurred in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.